Event description:
The customer contact reported spray of fluid with subsequent exposure to the nurse. It was reported that as the full liner was being removed from the receptal canister, the tubing from the vacuum port on the liner lid disconnected from the port. The customer reported the fluid contents "sprayed" on the nurse. There were no reported adverse effects to the nurse. No medical interventions was required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot was received. Investigation is not complete.